Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was observed during a lab evaluation that a pta balloon exhibited a partial circumferential break at the glue joint.

Manufacturer narrative:
A complete manufacturing review could not be conducted, as the lot number was not reported for this device. The device was returned for evaluation. A visual inspection found a partial break at the proximal balloon boot joint. The device was inflated and water was seen exiting a partial break at the butt joint. Therefore, the investigation is confirmed for a break. The definitive root cause for the partial break could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was observed during a lab evaluation that a pta balloon exhibited a partial circumferential break at the glue joint.